Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the flex vision pc did not boot up, it was stuck at 00:00. Upon troubleshooting, the flex vision pc internal clock battery at the local level was able to cold restart which was effective. System did not boot correctly after being turned off for a long period of time because of that flex vision pc did not boot up. After system reboot, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was operational after restarting the system. There was no malfunction of philips system. Based on the evaluation philips has concluded this case as not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system did not boot up successfully; it got stuck at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.